Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to rigidity issues the patient had his spectra concealable prosthesis (spp) removed. Later a new spectra device consisting of 9.5 mm x 16 cm cylinders were implanted. The patient status following the re-implant surgery was good.